Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer has had unexpected high blood glucose values. Customer assumes that the pump doesn't deliver insulin correctly. No adverse event alleged. Pump requested for investigation.